Event description:
The technician alleged that when the brakes are set the brake casters would rotate or swivel. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.